Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified, brown particle material on the shell and opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Explant physician reporting, a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, missing shell and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified one sharp edge break in the shell with stress marks, striated break and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp edge break in the shell with stress marks in the posterior side assessed as a surgical impact opening, a striated edge break in the radius side assessed as surgical damage, a missing shell assessed as inconclusive.

Event description:
Explant physician reporting a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Explant physician reporting a right side rupture. Device has been explanted.